Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of the medical records for MDR reportability, the patient underwent a poly exchange for infection, pain, and discomfort on (B)(6) 2014. The patient had a previous realignment and arthrotomy on (B)(6) 2014 for flexion injury, instability, and partial quad rupture with no revision of products. (B)(6) 2014; (B)(6) 2014 (right knee).

Manufacturer narrative:
The insert was reported in error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.